Event description:
The physician was attempting to deploy a 3.0 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a severly calcified lesion located in the rca. It was reported that the stent dislodged in the ostium of the rca. It was reported that it was a difficult lesion to treat and that resistance was experienced and force was used to deliver the stent. Another stent was used to crush the dislodged stent to the vessel wall of the pt. Prior to use, the device was inspected and prepped with no issues noted. No pt injury occurred and no clinical sequelae were reported. Cine images: procedural images were provided which confirmed the pre-dilatation of the mid and proximal rca. The images also confirmed that the vessel was diffusely calcified and stenotic. The images clearly show a dislodged stent at the ostium of the rca. This stent was crushed against the vessel with ballooning and with stent deployment. Four overlapping stents appear to have been deployed from the ostium of the rca to the mid vessel. Extensive post dilatation activities were completed to ensure that all stents were fully apposed to the vessel wall.

Manufacturer narrative:
(B)(4). Eval, method: film (x-ray, fluoroscopy, ivus, CT, MRI, etc). Results: (stent dislodgement and failure to deliver stent). Results and conclusion: (use of force), (diffused calcified resistant stenosis).